Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: site ID- (B)(6). It was reported that on (B)(6) 2026, a 27mm epic max valve was implanted in the patient. Twenty hours after the discharged, the patient presented to the emergency department with palpitations and diagnosed with atrial fibrillation (af). Initially an attempt was made to control the rhythm and heart rate with in and beta blockers. But the persistence of the af and patient was got admitted. On 07 apr 2026, the patient was reverted to sinus rhythm.